Manufacturer narrative:
Reported event of seal compromised. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the device packaging revealed that it was sealed with no damage noted. Based on the condition of the returned packaging, the reported defects were not confirmed. The returned packaging showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was received by the customer already opened during a quality check. According to the complaint, the sterile pouch of the cre balloon was opened and the seals appeared to be compromised. It was confirmed that there was no patient or procedure involved.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was received by the customer already opened during a quality check. According to the complaint, the sterile pouch of the cre balloon was opened and the seals appeared to be compromised. It was confirmed that there was no patient or procedure involved.